Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be confirmed. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause based on the description of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure: cholecystectomy. While placing the bag, it was noticed that the white clip that keeps the metal supports in place had detached and that the bag did therefore not spring open. Additional information received from applied medical representative via email on 08sep2020: the metal supports were not exposed inside the patient, they remained in the bag. The white clip did not fall into the patient. Device has been disposed of because it was contaminated. The customer has been asked to preserve incident devices in the future. Additional information received from applied medical representative via email on 09sep2020: the prongs did detach from the actuator. Patient status: no patient injury. Type of intervention: unknown.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: cholecystectomy. Translation ame: while placing the bag, it was noticed that the white clip that keeps the metal supports in place had detached and that the bag did therefore not spring open. Additional information received from applied medical representative via email on (B)(6) 2020: the metal supports were not exposed inside the patient, they remained in the bag. The white clip did not fall into the patient. Device has been disposed of because it was contaminated. The customer has been asked to preserve incident devices in the future. Additional information received from applied medical representative via email on (B)(6) 2020: the prongs did detach from the actuator. Patient status: no patient injury. Type of intervention: unknown.